Event description:
The customer in (B)(6) reported that the companion 2 driver exhibited a "system malfunction" alarm while supporting a patient. The patient was switched to the backup companion 2 driver. There was no patient impact. This alleged failure mode poses a low risk to the patient, because it does not have any effect on the companion 2 driver's ability to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.